Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported they felt like there was some kind of stimulation going on despite turning their therapy off months ago due to shocking sensation when they would get in and out of the car and " scoot around" while lying on their back. Patient confirmed that the shocking sensation went away after they turned therapy off. Patient reported their current sensation was like "sitting on top of a refrigerator." Patient reported feeling the sensation for the first time today and has been feeling it for the last 45 minutes. While on the call, patient reported the sensation suddenly stopped. They were sitting in a leather chair in their living room when they first felt the sensation. Agent walked patient through connecting to their implant and confirmed that therapy was turned off. Agent suggested patient notify managing healthcare provider (hcp) right away of this incident as they may want to do an impedance check. Patient stated their hcp had already mentioned the possibility of replacing patient's ipg as they felt it was "sitting wrong" in the pocket, thus causing the shocking sensation the patient felt when the therapy was still on. Patient said hcp has also planned to do a prolapse repair surgery and wanted to see if the surgery helped to correct the urinary issues for which the therapy was initially implanted and did not help (symptom event date asked, unknown). Patient explained that if the prolapse repair surgery addressed the urinary issues, then they could either remove the device or leave it in to address fecal incontinence issues that pre-dated the ins system and have remained unchanged. Agent reviewed notifying their hcp right away regardless as the lead wire could be compromised and could pose a safety issue. Agent reviewed electrocautery compatibility and re-iterated the importance of notifying the hcp right away of today's event. Patient was agreeable to this, and confirmed they would call their hcp after getting of the call with agent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of feeling stimulation despite it being turned off was not determined. They stated the representative, they went through and turned it off again together. This issue was resolved. The cause of the shocking sensation felt when getting in and out of the car was not known. The patient stated they were just sitting in a lounge chair while resting their legs on a ottoman. The cause of feeling ins sitting wrong in the pocket was determined, they needed surgery to have it put in correctly, it was not correctly attached.